Event description:
It was reported an MRI/x-ray/CT scan was performed; results were the catheter migrated out of the spinal canal. The distal segment was dislodged. A revision of the catheter was done. It was indicated the device will not be returned to the manufacturer. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was dislodged; this was not confirmed. The physician was concerned that the patient's catheter had migrated out of the it space again. It was noted that "this has been a chronic issue x3 with this patient" (refer to manufacturer report #'s 3004209178-2012-01501 and 3004209178-2012-03576). The patient experienced underdose with symptoms of increased spasticity, was ambulatory and now non-ambulatory. Diagnostic studies were not performed; an x-ray of the catheter was ordered and a medical consultant was referred. The physician was aware of a paramedical oblique approach to catheter implant. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information: following the previous catheter revision, the patient had been having issues with spasms.